Event description:
It has been reported to philips that the system did not boot past the philips logo screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment (general surgery). The procedure was aborted and completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not boot past the philips logo screen. Upon troubleshooting, the philips field service engineer (fse) checked the system and found corrupted software. The biomed engineer installed new suite pc and ssd, tried reloading software (sw), but flex pc was having problems saying it was offline during sw load as the license file that biomed was trying to load was invalid. To resolve the issue, fse reloaded software (r1.2.5), restored backup and installed correct license on the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.